Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Upon review of the electrocardiogram, non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing were observed on the implantable cardioverter defibrillator. The patient did not receive inappropriate therapy due to the oversensing. The device was reprogrammed.